Event description:
Ten days post procedure, the 23mm sapien xt valve moved down into the lvot and turned 90 degrees, resulting in aortic insufficiency (ai) and mitral regurgitation (mr). The valve was surgically removed. During a transfemoral tavr, a 23mm sapien xt valve was deployed in a 70:30 aortic/ventricular (a/v) position and post tavr CT showed trace ai. On post-op day (pod) 10, the patient came back to the hospital in heart failure. Tte showed moderate/severe ai and mr, caused from the valve embolizing into the lvot and turning 90 degrees sideways. The valve was canted and dropped lower into the lvot (30:70 a/v), and was interfering with the anterior leaflet of the mitral valve. The sapien xt valve was surgically removed and a surgical valve was placed. The patient left the or in critical/ grave condition on ECMO and inotropes. On pod15, the patient passed away due to heart failure. It was indicated that undersizing of the valve caused the embolization. The patient¿s native annulus measured 26x19 via CT, with moderate leaflet calcification, and no annular calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. In this case, possible undersizing of the valve and potentially not enough calcification may have contributed to the valve migration. The ventricular movement of the valve likely contributed to the mitral valve regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.